Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported on (B)(6) 2025, the autopulse nxt platform (sn unknown) caused the etco2 to gradually drop from 20 to 13, but manual chest compressions raised the etco2 back to 30. A vsa call was transported to the hospital. After application of the autopulse nxt platform on scene, the etco2 was 20, gradually dropping to 13 and dipping below that during resuscitation at the hospital. The site had a student nurse come in to get some experience doing manual CPR. She started manual CPR approximately 40 minutes after application of the autopulse nxt platform. The patients etco2 immediately went up to 30 and stayed there for the duration of the student nurse doing CPR. Everyone agreed the placement of the autopulse nxt platform looked correct. The defibrillator recognized that CPR was being performed by the platform. This rise in etco2 was obviously concerning for everyone in the resuscitation room. No additional information was provided. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
B5 (describe event or problem), d4 (additional device information), h4 (device manufacturer date), and h6 (adverse event problem) were updated based on additional information from the customer.

Event description:
The customer reported on (B)(6) 2025, the autopulse nxt platform (sn (B)(6) caused the etco2 to gradually drop from 20 to 13, but manual chest compressions raised the etco2 back to 30. A vsa call was transported to the hospital. After application of the autopulse nxt platform on scene, the etco2 was 20, gradually dropping to 13 and dipping below that during resuscitation at the hospital. The site had a student nurse come in to get some experience doing manual CPR. She started manual CPR approximately 40 minutes after application of the autopulse nxt platform. The patients etco2 immediately went up to 30 and stayed there for the duration of the student nurse doing CPR. Everyone agreed the placement of the autopulse nxt platform looked correct. The defibrillator recognized that CPR was being performed by the platform. This rise in etco2 was obviously concerning for everyone in the resuscitation room. No additional information was provided. No impact or consequence to the patient.